Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): it was noted that the real time telemetry (rtt) battery voltage did not match the actual measured voltage. The root cause of the incorrect battery voltage measurements was a damaged capacitor, which was fractured into two pieces, which created a leakage through the capacitor.

Event description:
The device was returned due to the field advisory and subsequently tested out of specification during manufacturer's analysis. (It was determined the device was not included in the field advisory for this model). No patient complications were reported.